Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified mid right coronary artery that was 99% stenosed. The lesion was predilated with an unspecified 2.0 x 10 mm balloon dilatation catheter. After a 4.0 x 28 mm xience alpine stent was implanted, a distal edge dissection occurred, which was treated with an unspecified xience stent. There was no adverse patient sequela reported. No additional information was provided.